Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the reported issue was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 19:53:42. During night drain cycle five, the patient's ultrafiltration reading was 1650ml, indicating the patient drained 1350ml more than their maximum programmed fill volume of 2000ml. No additional information is available.